Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was unknown. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the pump supplies were changed to address the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information. Recommendation was made to consult with a healthcare provider to discuss diabetes management.